Manufacturer narrative:
Additional narrative: philips has investigated this complaint. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the wi-fi indicator led was red which indicates a loss in the wireless connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that it was found that the wireless footswitch was loosing connectivity with the system, system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.